Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a ¿battery is weak¿ message. There was no adverse patient impact reported.